Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the code 1003 was triggered inappropriately and there was no indication of that the battery was depleting more quickly than expected. However the code would remain until device changeout, with a normal 90-day changeout once elective replacement indicator (eri) was triggered. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the code 1003 was triggered inappropriately and there was no indication of that the battery was depleting more quickly than expected. However the code would remain until device changeout, with a normal 90-day changeout once elective replacement indicator (eri) was triggered. This ICD remains in service. No adverse patient effects were reported.